Event description:
It was reported that during the cutting ascending colon ascending colon procedure, instrument was connected to the generator and hand piece. It could cut the mesentrium about 15 times. And about 10 minutes later, the blade error happened. Another device was used to complete the case with no pt consequence.